Manufacturer narrative:
H11: livanova field service engineer was dispatched to customer facility, confirmed the issue and, to fix it, the stirrer motor, the distribution board and the cpu board have been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e06 code) associated to stirring mechanism) that uses too much power. Patient pumps circuits 1 and 2 did not work. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. Stirrer motor, distribution board and cpu board are most likely defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.